Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that prior to an intraocular lens (iol) implantation procedure, the haptic was positioned forward and was completely twisted, affecting the anterior haptic. The lens did not come into contact with the patient, and the procedure was completed using a different iol. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in a plastic bag. The plunger lock and lens stop had been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the trailing optic edge at mid-nozzle. The lens was advanced to the fill line. The trailing haptic was folded on the optic, and the leading haptic was extended. No problems were observed. A device history record review and a non-conformance review of the reported lot number were conducted. The deviation review did not reveal any potential contributing factors to the reported complaint, and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. No problems were observed with the returned device. The plunger, lens, and haptic positions were acceptable. The leading haptic was straight. Straight leading haptics are not considered a product malfunction and are acceptable per the diagrams provided in the IFU. A straight leading haptic may occur: due to normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between device preparation and delivery, the leading haptic may begin to unfold. If the operating room temperature is too high (> 23°c / 73°f), lens folding consistency may be negatively affected. The lens becomes more adherent, which may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above causes, individually or in combination, may have contributed to the reported event. The manufacturer internal reference number is: (B)(4).